Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx laa closure device was implanted. Prior to discharge transthoracic echocardiogram showed possible migration. Movement was confirmed with transesophageal echocardiogram(tee). The patient care plan is to monitor and follow up tee in 30 days.

Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx laa closure device was implanted. Prior to discharge transthoracic echocardiogram showed possible migration. Movement was confirmed with transesophageal echocardiogram(tee). The patient care plan is to monitor and follow up tee in 30 days. It was further reported that the 30 day tee results showed the closure device did not shift or migrate any more. The laa is sealed and the patient is doing well.